Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (58 mg/dl). Customer stated low bg's are due to the customer skipping a meal and due to the pump settings needing to be adjusted. Customer ate food to bring bg levels back to target range, subsequently bg levels became elevated reaching 298 mg/dl. Customer used a flex pen to bring bg levels back to target range.